Event description:
It was reported to philips that the device failed during its operational check. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse performed an operational check on the device, and the mrx passed. The fse determined the mrx had likely failed because the sync button was not pressed during operational check. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Competed an operational check on the device and it passed; fse determined the mrx had likely failed because the sync button was not pressed. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed during its operational check. There was no patient involvement.